Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the print outs and did not reproduce the problem as the customer had already completed multiple tests. The fse suspected the sample nozzle was clogged. Fse performed a flush, cleaned the sampling nozzle, and decontaminated the analyzer. The samples were not fully centrifuged by the customer, causing the sample nozzle to clog. The fse also advised the customer how to properly centrifuge the samples correctly. Fse validated the analyzer by successfully performing the daily check, ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The st vitamin d, analyte application manual states the following: specimen collection and handling. Do not use hemolyzed samples. Hemolyzed sample will give erroneous results. Serum, na heparinized plasma or edta plasma is required for the assay. Citrated plasma should not be used. When using serum, a venous blood sample is collected aseptically without additives. Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. When using na heparinized plasma or edta plasma, a venous blood sample is collected aseptically with the designated anticoagulant. Centrifuge and separate plasma from the packed cells as soon as possible. Inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. Samples containing inhibitors of alkaline phosphatase may cause erroneous results. Inspect all samples for air bubbles and foaming. Remove any air bubbles prior to assay. Specimen types should not be used interchangeably during serial monitoring of an individual patient. Measured concentrations may vary slightly between sample types in certain patients. Samples may be stored at 2 - 8 °c for up to 48 hours prior to analysis. If the analysis cannot be done within 48 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to the assay, bring frozen samples to 18 - 25 °c slowly and mix gently. The sample volume required for pretreatment is 60 l. The most probable cause of the reported failed api samples was due to pre-analytical handling by the customer; samples were not fully centrifuged, causing the sample nozzle to clog.

Event description:
The customer reported three (3) out of five (5) failed american proficiency institute (api) proficiency samples for vitamin d on the aia-900 analyzer. The customer¿s failed api results for: sample initial (ng/ml), rerun, repeat, expected ranges: ias-13 84, 85.81, 84.22, 92-111. Ias-14 69, 69.28, 71.18, 75-97. Ias-15 32, 33.05, 32.09, 33-47. Tosoh passed all five (5) samples. In addition, the customer also stated the samples arrived warm and was concerned about diluting the samples. The field service engineer (fse) performed a decontamination on (B)(6) 2025 and the analyzer was verified as expected. The customer received a new set of specimens that were cold and reran a new set of api samples; however, the results remained low. A field service engineer (fse) has been dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.